Event description:
A patient underwent a single-level x-stop procedure in early 2008. The patient reported on 7/7/2008 that approximately four months post procedure, the patient experienced unspecified pain and could not straighten up, however, the patient did not provide any further details. In a later follow-up a month after the original date, the patient reported having to use crutches, a cane and/or a wheelchair for ambulation. The patient returned to the treating surgeon. The patient obtained a second opinion from another physician who recommended removing the x-stop device. The consulting physician removed the x-stop device approx six months later, and performed a discectomy of l2 and part of l3. The patient reported complete resolution of symptoms post procedure. He stated he has not had a return of symptoms.

Manufacturer narrative:
Other: device not returned, follow up conversation with patient.